Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens -8.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2021 the lens was exchanged for a longer length lens of different power due to low vault and refractive surprise. This exchanged resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).